Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The results 4.3 inr and 5.1 inr alleged by the customer were observed in the meter¿s patient result memory. 3.5 inr was not observed in the meter memory, although 3.2 inr was observed on (B)(6) 2022. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs pro meter serial number (B)(4) compared to a stago neoplastine laboratory method. On (B)(6) 2022 the patient had a patient's meter result of 5.4 inr while at 4:28 p.m. The lab result was 3.7 inr and upon testing in the clinic at 4:35 p.m. The clinic's meter result was 5.1 inr. The patient took fenofibrate on (B)(6) 2022. On (B)(6) 2022 at 3:16 p.m. The patient had a patient's meter result of 4.3 inr while at 4:15 p.m. The lab result was 3.3 inr and upon testing in the clinic at 4:25 p.m. The clinic's meter result was 4.3 inr. The strips lot number 55343315 was used for the clinic's meter result. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is every 2 weeks. This medwatch will cover the clinic's meter. Refer to medwatch patient identifier (B)(6) for information on the patient's meter.